Event description:
On (B)(6) 2015, a reporter for the lay user/patient (patient¿s mother) contacted lifescan (lfs) alleging the patient¿s onetouch ping meter was reading inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation and medical surveillance (ms) review of the call recording. The reporter claimed that on (B)(6) 2015 at 07:11 pm the patient obtained a reading of ¿171 mg/dl¿ on the subject meter. The patient manages his diabetes with an insulin pump and did not make any changes to his diabetes management routine as a result of the alleged issue. The reporter claimed that ¿immediately after¿ the alleged inaccuracy, at 07:12 pm the patient had a seizure and at 07:13 pm to 07:15 pm the reporter treated the patient with glucose gel and called the emergency medical services (ems). At 07:18 pm the patient had his blood glucose test performed on an ems meter which gave a result of ¿over 600 mg/dl¿, due to the fact the patient had glucose gel at the testing site. A retest was done on the ems meter at 07:20 pm on (B)(6) 2015 which gave a result of ¿147 mg/dl¿. During troubleshooting the cca noted that the meter was set to the correct unit of measurement and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 5/27/2015 and evaluated by lifescan product analysis on 5/28/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.